Manufacturer narrative:
A comprehensive investigation was immediately initiated upon notification of second revision. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The product from the second revision was not returned to manufacturer for evaluation, and a thorough investigation could not be completed. Since the implants were retained by the hospital no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The patient was revised successfully and is reportedly doing well. Device not returned.

Event description:
It was reported to k2m, inc on 5/29/2016 that there was a second revision surgery approximately one month post-op after the initial revision surgery for set screw back-outs. Exact revision date unknown.